Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the device did not work at all and all circuits failed the impedance check. It was stated that the patient was no longer getting relief and no longer feeling stimulation on all programs. It was also confirmed that there were no falls, but there was some weight loss. The rep also noted that troubleshooting attempts had been made with the patient programmer and x-rays have been ordered. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1nz5m, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported was at a revision procedure (B)(6) 2019) where the patient¿s ins and lead were replaced because out of range impedance values were out of range seen on all contacts. Once the representative was in the surgery procedure, it was observed that the ins had twisted around multiple times which caused the lead to break. No troubleshooting was performed during the report. Follow up information received from the manufacturer¿s representative on aug. 22, 2019 reported that, regarding the cause, the patient had twiddler¿s syndrome, there was very substantial twisting of the lead which caused it to snap. The lead was also very deformed. Regarding the out of range impedances, these were note to be >4000 ohms. There were no further complications reported or anticipated.